Event description:
The customer obtained a discordant falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result for a patient sample, on atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica im analyzer, and the result was higher compared to the initial result. The higher result was considered as correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant depressed tsh3-ul result.

Manufacturer narrative:
An outside the united states customer obtained a discordant falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result for a patient sample, on atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica im analyzer, and the result was higher compared to the initial result. The higher result was considered as correct result. The quality controls (qc) and calibrations were valid for this assay. The interpretation of results section of the atellica im tsh3-ul instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00179 on aug 29, 2023. Additional information sep 06, 2023: an outside the united states customer obtained low quality control (qc) results and a discordant falsely depressed thyroid stimulating hormone 3-ultra (tsh3-ul) result for a patient sample, on atellica im 1600 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica im analyzer, and the result was higher compared to the initial result. The higher result was considered as the correct result. The pack in question used a previously valid acceptable calibration. The most probable cause of the low control and patient result is a degradation of the pack in question due to light exposure. Light exposure will degrade the middle well fitc reagent which in turn causes low control and patient recoveries when using a calibration from a pack that is not degraded. No further investigation is required. In section h6, the investigation finding, and investigation conclusion codes were updated.